Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the obtuse margical branch (om). The lesion was predilated with a maverick balloon of unk size. A 2.50 x 12 mm taxus express2 drug eluting stent was advanced, but was unable to cross the lesion. After removal of the taxus stent strut damage was seen. The procedure was successfully completed with a mini vision stent of unk size. No pt complications were reported. The pt's status is reported as `satisfactory/good'.